Manufacturer narrative:
Follow up with the customer confirmed there were no further issues since the service visit.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays. Of the data provided for 15 patient samples, only the results for five patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The customer replaced the reagent probes, but the issue persisted. The field service representative replaced valves, vacuum diaphragms, tubes, and a rinse nozzle. He ran mechanism checks, cell blank, and checked the rinse levels.